Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3497986. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, one of the leads was damaged and left in place. The other lead was used to provide therapy. It is unknown which lead was damaged.